Manufacturer narrative:
H6. Coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they had a lower spinal cord stimulator from this manufacturer for a few years and it was coming up time to have it replaced with the 7 year marker. Patient mentioned their doctor couldn't do settings with this manufacturer [spinal cord stimulator] and patient didn't want a different manufacturer but the doctor already removed their implant from this manufacturer. Patient was not told until surgery that they were putting in a stimulator from a different manufacturer. Patient mentioned the implant was removed in 2015 or maybe 2016 so it had probably been 4 or 5 years before that probably like 2012 or around that area when they had the implant installed. As agent was attempting to redirect patient to their surgeon patient disconnected the call. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.